Manufacturer narrative:
Investigation summary: customer returned (462) 3/10cc, 8mm, 31g syringes (22 loose without any packaging, 440 in sealed poly bags) with the shelf cartons from lot # 8239954. Customer states that the needles have barbs on them and the plungers were somewhat stuck. Thirty out of 462 returned syringes were tested (all 22 loose, 8 from the sealed poly bags) and all plunger rods were able to be exercised in the barrel without any observed defects. All of these samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). One loose sample exhibited a hooked cannula point. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (hooked cannula point). Bd was not able to duplicate or confirm the customer¿s indicated failure (difficult to move plunger rod). Root cause description: damaged during use or during shielding after use. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle that 5 boxes of needles have barbs on them and plungers somewhat sticks.